Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. On a later and unknown date, the patient had coiling performed; it is unknown if an endoleak was noted at that time or what prompted the re-intervention. Approximately four (4) years post initial procedure, the physician then elected to treat an enlarged aneurysm (diameter unknown) by implanting two (2) additional limb stent afx devices on (B)(6) 2018. There have been no additional patient sequelae reported.

Event description:
Additional information received confirming that the secondary procedure was prophylactic and due to the recall, but there was no evidence of a leak. Reference MFR. Report # 2031527-2019-00178 for report to the tertiary procedure.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of sac growth due to a lack of comparative imaging. Procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with strata.